Manufacturer narrative:
Device passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No excessive no delivery alarm or motor error alarm noted. Motor passed motor test. Device functioned properly. Device received with scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call that the device alarmed a motor error alarm during a bolus delivery. Customer's blood glucose had been high all day. Customer's blood glucose was 400 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.